Event description:
User error. 2 patients were receiving medication through a smith's pump.the pumps were programmed to run over 1 hour but they beeped empty after 10 and 18 minutes. An investigation indicated that a 3cc syringe was used but the pumps were programmed for a 1cc syringe. There is no alarm system built into the pumps to alert the caregivers of this error.no harm to the patients.====================== health professional's impression======================user error but no alarm system is built in to alert caregivers that the wrong size syringe is being used.====================== manufacturer response for IV infusion pump, (brand not provided)======================not known.

Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a decrease in performance along with pain with use of the device. Due to the pain the patient discontinued use of the device. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).